Event description:
Information received by medtronic indicated that the insulin pump had diminished battery life and random no delivery alarms. Insulin pump took longer to rewind. No harm requiring medical intervention was reported. Troubleshooting was performed and customer will continue the use of device.

Manufacturer narrative:
(B)(4). On september 30, 2021 customer returned pump for an alleged battery life, rewind issue, no delivery alarm and low battery alarm. Insulin pump received with all operating currents within spec ¿stop idle current, run current, self test, off no power¿. And passed functional testing including the rewind, basic occlusion test with occlusion test, with prime test, excessive no delivery test and displacement test. Insulin pump history download using thds was successful. However, alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A alarms are due to the pump not having power for a long period of time. The following were noted during visual inspection: cracked belt clip slot and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Insulin pump passed require testing. No unexpected rewind anomalies noted. No excessive no delivery/occlusion alarm noted. No unexpected battery power loss anomalies noted. No unexpected low battery alarm. (Not confirmed).